Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot s11233 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 22/apr/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with strattice device on (B)(6) 2013. The patient underwent an ¿robotic repair left lower quadrant ventral hernias x 5 with ovitex with extensive lysis of adhesions¿ on (B)(6) 2021. The patient then underwent a ¿CT guided aspiration of fluid filled left lower quadrant hernia sac yielding partially liquefied bloody, a 10 fr drain was placed and connected to an accordion drain¿ on (B)(6) 2021. The patient next underwent a ¿CT guided aspiration of intraperitoneal fluid in the low anterior pelvis yielding amber thin fluid, CT guided aspiration of right lower quadrant anterior abdominal wall fluid collection yielding liquefied blood, CT guided placement of a 12 fr drain into a llq anterior abdominal wall fluid collection with a sample of cloud/sedimentary serosanguinous fluid sent to lab for microbiological analysis¿ on (B)(6) 2021. Then, the patient underwent a ¿diagnostic laparoscopy¿ on (B)(6) 2022. The patient next underwent an ¿extensive adhesions, takedown with removal of previously placed mesh, primary repair of recurrent incisional hernia¿. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffers from abdominal pain.¿ patient ¿endured multiple medical procedures.¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ patient ¿is dependent on others to help with daily tasks [they have] difficulty completing [themselves.]¿ patient ¿has difficulty exercising and roller skating.¿ patient ¿has difficulty participating in family outings and socializing with friends due to pain.¿ patient ¿has difficulty gardening.¿ patient¿s ¿stomach is scarred and disfigured causing [them] embarrassment.¿ patient ¿is fearful [they] will suffer from another hernia in the future.¿ patient ¿suffers from anxiety and depression.¿ the form lists the conditions that were treated were ¿ventral herniorrhaphy with 10 x 10 strattice mesh; left myofascial advancement flap¿ between (B)(6) 2013. The patient also received treatment for ¿abdominal pain; increased pain and swelling at the surgical area¿ on or about (B)(6) 2013. The patient received a ¿post-op abscess/seroma aspiration¿ between (B)(6) 2013 and (B)(6) 2013. The patient also received a ¿robotic repair left lower quadrant ventral hernias x 5 with ovitex with extensive lysis of adhesions¿ on or about (B)(6) 2021. Patient also underwent ¿CT guided aspiration of fluid filled left lower quadrant hernia sac yielding partially liquified bloody. A 10 fr drain was placed and connected to an accordion drain¿ on or about (B)(6) 2021. Patient also had ¿CT guided placement of a 12 fr drain into a llq anterior abdominal wall fluid collection; CT guided aspiration of intraperitoneal fluid in the low anterior pelvis yielding amber fluid; CT guided aspiration of right lower quadrant anterior abdominal wall fluid collection yielding liquefied blood¿ on or about (B)(6) 2021. Patient also received a ¿CT ab/pel: lower left paracentral ventral hernia containing small bowel with no evidence of bowel obstruction or bowel ischemia¿ on or about (B)(6) 2022. Patient received a ¿diagnostic laparoscopy; abnormal uterine bleeding with normal-appearing ovaries and uterus; dense anterior abdominal wall adhesions of the small bowel; multiple abdominal wall hernias, including right lower quadrant, low transverse; abdominal wall/small-bowel mass¿ on or about (B)(6) 2022. Patient received an ¿extensive adhesions, takedown with removal of previously placed mesh; primary repair of recurrent incisional hernia¿ on or about (B)(6) 2022. Patient also received treatment for ¿abdominal pain; referrals to specialists¿ between 2020 to 2021. The patient received treatment for ¿pulmonary embolisms¿ in (B)(6) 2022. Patient received treatment ¿anxiety, depression & ptsd¿ in 2023. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿ovitex,¿ on 24/mar/2021. The form indicates that this device was removed on (B)(6) 2022 due to ¿extensive adhesions, takedown with removal of previously placed mesh, primary repair of recurrent incisional hernia.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.